Event description:
It was reported that the patient went asystolic during a urology procedure. CPR was performed. It appeared that the device was not pacing, and there were no pacer spikes seen on the EKG. The patient is in critical condition. It was unknown if cautery was being used during the procedure. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.